Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump act button sticks and hard to press, scratched on screen and it affect the ability to read the screen, insulin pump was louder during rewind and insulin pump reject the new battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.